Event description:
It was reported to philips that a shutdown error message appeared, suspected to be caused by an x-ray pc issue on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service deleted trash files; further action is pending recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).